Event description:
It was identified during an internal review of data transmitted from the implantable cardiac monitor (icm), that the device exhibited a partial electrical reset on the day of implant. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.